Event description:
It was reported that pump displayed malfunction alarm malf 21 that could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was under warranty, arranged shipment of replacement pump without signature requirement, provided instructions for placing malfunctioning pump into storage mode, and instructed customer to return pump within 10 days using prepaid materials and to program pump settings and reconnect continuous glucose monitor on replacement pump.